Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a sound when air leaked was heard soon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? Was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). The universal seal was received for analysis and the sleeve and the obturator were not returned for analysis. We were unable to analyzed the device for insufflation issues without the sleeve. It could not be determine what may have cause the reported event. No conclusion could be reached as to how this damage occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.